Event description:
Pt undergoing percutaneous transluminal coronary angioplasty with possible stent placement. Significant stenosis in large dominant circumflex coronary artery. Percutaneous transluminal coronary angioplasty successful but dissection noted. Stent couldn't be placed due to dilated, tortuous aorta & angulation of lesion. Stent dislodged in proximal circumflex coronary artery. Stent not located under fluoroscopy. Pt became transiently hypotensive & bradycardic responding to medical treatment.